Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.(B)(4) - patient selection (morbidly obese).

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the distal guide and posterior portion of the foot was broken off and not returned. Due to limited reported information and associated components not being retuned, it could not be determined at what point the distal guide and posterior portion of the foot was broken off; however, the observed damage was consistent with the distal guide being cracked but not detached due to inserting the device against resistance into the anatomy. During needle deployment, the posterior needle deflected caused by instability of the distal guide and/or other challenging anatomical conditions, the posterior needle struck the posterior portion of the foot, which was embedded within the distal guide. Subsequently, the additional force caused the distal guide and posterior portion of the foot to completely separate from the device. Based on the investigation, the probable root cause for the distal guide and posterior portion of the foot detaching is incorrect technique as the device was inserted into the patient body against resistance. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during use, the distal sheath detached at the distal guide. A surgical cutdown was performed and the detached part was snared from the vessel with hemostats. Hemostasis was achieved with surgical closure. There were no reported adverse patient sequelae. Though requested, no additional information was provided.